Event description:
Customer reported that the unit was at biomed in prep for annual preventative maintenance (pm), customer had observed an error code messages of da pcba adc reference failed and machine and proximal pressure sensors failed in the significant event log. The customer reported there was no patient involvement.